Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The returned computer became unresponsive on medtronic logo screen when attempting to restart to begin testing.

Event description:
A medtronic representative reported that while outside of procedure, after loading the scans via network everything looked good but when representative came back, the image was displayed on a third of the screen. Representative confirmed that while attempting to display the memory usage, the navigation system became unresponsive and a hard shut down was performed. Representative entered into admin to attempt deleting exams the system became unresponsive again. Rebooting the system resolved the issue but as a precaution site used a different system for case. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis of the computer of the navigation system was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.